Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported that patient experienced a twitch. Chest x-ray revealed the right ventricular (rv) lead was dislodged and causing twitching. The lead was repositioned to resolve the issue and patient was stable.